Event description:
According to the reporter: while the scrub tech was removing a suture from the endostitch suturing device the needle broke. Part of the needle remained in the endostitch. This happened at the sterile field away from the pt. There were no involvement/contact with the pt. There was no anticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt.

Manufacturer narrative:
(B)(4).